Manufacturer narrative:
Batch review performed on 24 june 2026 stem: amistem-p collared 01.18.448 amistem-p collared lat. Size 8 (k173794) lot 2314853: (B)(4) items manufactured and released on 11-oct-2023. Expiration date: 25-sep-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 2 months from the primary, the patient came in presenting pain and instability due to a subsided stem and the cause is unknown. There were no indications of trauma or bone quality issues. The surgeon revised the medacta stem and head to a competitor stem and head and revised the double mobility hc liner d 28/dme to a same size liner. The surgery was completed successfully.